Manufacturer narrative:
This is the first of 4 reports filed associated with this event. Subject device remains implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the basilar apex artery. It was reported that on the day of the procedure, the patient experienced headache that was resolve one day after procedure without residual effect. Post procedure, at 2-month, 6-month, and 12-month post-procedure the patient was neurologically assessed having a modified rankin scale (mrs) of 0. At 12-month post-procedure the patient was assessed having a national institutes of health stroke scale (nihss) of 0. The physician has indicated that the headache was possibly related to the index procedure and to the stent and not related to pre-existing condition/co-morbidity. However, it is unknown if the headache was related to the implanted coils and access devices. No further information is available.

Manufacturer narrative:
Outcomes attributed to ae: corrected: medication was administered. Executive summary: corrected: medication was administered. Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, headache is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the basilar apex artery. It was reported that on the day of the procedure, the patient experienced headache. Medication was administered (acetaminophen-codeine #3, 2 tablets as needed). The headache was resolved one day after procedure without residual effect. Post procedure, at 2-month, 6-month, and 12-month post-procedure the patient was neurologically assessed having a modified rankin scale (mrs) of 0. At 12-month post-procedure the patient was assessed having a national institutes of health stroke scale (nihss) of 0. The physician has indicated that the headache was possibly related to the index procedure and to the stent and not related to pre-existing condition/co-morbidity. However, it is unknown if the headache was related to the implanted coils and access devices. No further information is available.